Event description:
On (B)(6) 2025, the user's caregiver reported by that the user¿s ilet displayed repeated alert 38 (motor stall). Restart attempts and dry runs were unsuccessful, showing ¿unable to proceed, check alerts.¿ a replacement was arranged, and the user switched to mutiple daily injections (mdi) therapy. Blood glucose rose to 444 mg/dl. At follow-up on (B)(6) 2025, the caregiver confirmed the new pump was functioning properly. No medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.